Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2024-23648 is a concomitant. Please refer to manufacturer report number 2016493-2024-23662, which captured the correct suspect device per investigation report.

Event description:
It was reported that the pumps "failed" and allegedly did not alarm. The following infusions were running at the time of the event: channel a - propofol 50mcg/kg/min. Channel b - vasopressin 4 units/min. Channel c - levophed 42mcg/min. Channel d - dobutamine 5mcg/kg/min. Furthermore, the customer reported that the pc unit "would acknowledge channels c and d the "flash about 15 seconds later, it only acknowledges channels a and b then back again." The event occurred on march 21, 2024 at 9:44 am. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the pumps "failed" and allegedly did not alarm. The following infusions were running at the time of the event: channel a - propofol 50mcg/kg/min. Channel b - vasopressin 4 units/min. Channel c - levophed 42mcg/min. Channel d - dobutamine 5mcg/kg/min. Furthermore, the customer reported that the pc unit "would acknowledge channels c and d the "flash about 15 seconds later, it only acknowledges channels a and b then back again." The event occurred on march 21, 2024 at 9:44 am. There was patient involvement but unknown outcome.